Event description:
As reported, patient underwent a robotic assisted right inguinal hernia repair with implant of a 3dmax light xl mesh on (B)(6) 2023. As reported, 2 weeks later patient developed systemic itching followed by radiating heat. About 4 days later patient developed a rash all over her abdomen, legs and arms. It was reported that the patient underwent reactivity test for mesh from (B)(6) 2023 to (B)(6) 2023. The results were negative for any reaction to the 3dmax light mesh.

Manufacturer narrative:
As reported, patient experienced itching sensation followed by radiating heat and rashes. Reactivity testing has been performed and as reported the results were negative for an allergic response to the mesh sample. It is unknown at this time, what is causing the patient's condition. However, based on testing performed the postoperative conditions experienced by the patient do not appear to be caused by the 3dmax light mesh used to treat the patient. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 181 units released for distribution in jul, 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned - remains implanted.